Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results. It is unknown whether the customer observed a trend arrow on the device. The customer experienced symptoms of hypoglycemia, including pressure in the head, confusion, tremors, difficulty breathing, and loss of consciousness. After regaining consciousness, the customer self-treated by consuming cocada, drinking coconut water, and eating bread. There was no report of death, serious injury, or mistreatment associated with this event.